Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: service history review: a review of the service history record indicated that the device has been serviced within the last year for a service condition that is relevant to the current reported condition. Although, the review showed that the failure code was relevant to the current complaint condition, the root cause of the failure was found to be irrelevant. Device evaluation: the actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the reported condition that the reciprocating saw attachment device stopped working was not confirmed. It was further determined that the device passed visual inspection. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed pretest for check pins length of cone sleeve. The assignable root cause was determined to be due to component failure from normal wear. Correction: e1: facility name and address: the hospital name was changed from "(B)(6) iin" to "(B)(6) hospital". The address has been updated accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during a double level osteotomy surgical procedure, it was discovered that the reciprocating saw attachment device stopped working while the surgeon was performing a treatment for the femur. According to the reporter, the saw attachment device was pricked with forceps from the side where it was inserted into the handpiece device, however the part of the reciprocating saw attachment device that should move was in a fixed position. It was noted that the device was check the following day and the device worked at that time. It was reported that there was a thirty minute delay to the surgical procedure. It was reported that a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.